Event description:
It was reported during a four level acdf c4-t1 with posterior cervical fusion at c4-t3, the locking ring on the anterior fixation plate broke. The dts guide was used during the procedure. The 4.0 x 15 variable angle self tapping screw that was used had a good purchase. The nitinol lock ring of the plate came out from under the blue locking cap, but the cap remained. The surgeon attempted to remove the locking cap, but it held firmly in place. The construct was left in place without the locking ring due to the good screw purchase and the additional fixation from the posterior instrumentation.

Manufacturer narrative:
(B)(4). Optical examination noted one is side bent slightly upward, no flatness specification is noted on -04 locking ring print, likely due to compression of locking cap. Dimensional analysis of locking ring outer diameter, material thickness, and gap dimension all found to be within print specification. No damage to locking ring surface is identified. A review of device history records is not possible at this time without additional device information.